Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The hospital in-house biomedical engineer was advised by the company representative to clear the system's error logs, which resolved the reported problem.